Event description:
It was reported that on (B)(6) 2025, the customer reported that they observed uncommanded c-arm rotation motion. A field engineer examined the device and found that there was issues with the left hand rotation button. The field engineer replaced the right and left-hand side button insert panels. The equipment was tested and returned the device to service fully operational. No injury to the patient or staff reported.